Event description:
The customer contacted physio-control to report that they were attempting to download the device data from an incident and the device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to a inoperative crystal, designator y1, on the digital pcb assembly. The device was destructively tested and the customer received a replacement device.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were attempting to download the device data from an incident and the device would not power on. There was no report of patient use associated with the reported event.